Manufacturer narrative:
A video and photo were provided by the customer showing leakage at the spiros. 5 used cl3011 drop admin set w/integrated chemolock drip chamber, spiros and various mating devices were provided by the customer for inspection and investigation. Each of the five sets was leak tested per product specifications. There was leakage from each spiros. Examination of each spiros showed dislodged o-rings. The spiros was disassembled and visually examined and there was no damage on the post of the spiros. The reported complaint can be confirmed. The probable cause of the dislodged o-ring is unknown. The device history record was reviewed and no relevant nonconformities were identified that would have led to the reported complaint. Additional/updated information can be found in b3. G2 - report source: please disregard the selection of foreign from the initial emdr. This complaint is from USA.

Event description:
The complaint/event involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger. Leakage was reported at the connection point between the spiros and the tubing during infusion. The customer stated that the leak was due to the tubing failing or cracking. The set-up was replaced and therapy resumed. There was no harm to the patient associated with this complaint issue. This report reflects 5 same/similar instances.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.